Manufacturer narrative:
Investigation result: no texium product was available for investigation; furthermore the customer did not provide the model or lot number. However, it was reported that "3 fluorouracil infusors were leaking." Additional information noted that leakage was observed between the texium male luer and the connecting baxter product, both during infusion and disconnection. As part of the investigation, the customer provided a photograph of the affected sample. Analysis of the photograph confirmed the customer's experience as leakage was observed from the male luer connection of the texium to the connecting device. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the texium product family in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the unspecified bd texium set had leakage. The following information was provided by the initial reporter: 3 fluorouracil infusors were leaking. The reporter has tried to get the information from the user, but it is unable to provided. Note the product is texium, but we are unable to determine product code or batch. Additional information received from the customer: was there patient involvement in all 3 events? Device 1: yes, identified during device disconnect. Device 2: yes, patient reported leaking to staff. Device 3: no information provided. At which stage were the reported leaks identified (prior to use / during infusion etc)? Device 1: during device disconnect. Device 2: during infusion (at home). Device 3: no information provided. Compounding batch details of reported 3 events? Device 1: fluorouracil hs (accord) 2800mg in glucose 5% folfusor sv 2.5 = no bd texium provided to customer with the product. Device 2: invalid batch number = clarification sought. Device 3: no information provided. Date of occurrence of reported 3 events? Device 1: (B)(6) 2026. Device 2: (B)(6) 2026 device 3: no information provided were all 3 elastomeric devices used with bd texium attachments? Device 1: yes, origin of leak reported as ¿the connection point between the infuser and the texium¿. Device 2: yes. Device 3: no information provided. Are product code and batch details available of the bd texium attachments? Device 1: no information provided. Device 2: no information provided. Device 3: no information provided. Were any quality issues observed with the elastomeric devices? Device 1: nil noted. Device 2: nil noted. Device 3: no information provided. Was leak contained within sealed overpouch? Device 1: no, identified during device disconnect. Device 2: no. Device 3: no information provided. Did the drug come in contact with the patient / user / physician¿s skin? Device 1: yes. Device 2: yes. Device 3: no information provided. If skin contact occurred, what actions were taken immediately after the spill skin contact? Device 1: port flushed with 20ml n/s as per cvad policy. Gripper needle removed. Nil oedema or erythema at needle insertion site. Device 2: skin slightly discoloured cleaned and wiped down with n saline nil pain. Device 3: no information provided. Was there any injury or medical intervention as a result of this report? Device 1: no. Device 2: no. Device 3: no information provided. Was location of the leaks able to be identified? Device 1: yes, origin of leak reported as ¿the connection point between the infuser and the texium¿. Device 2: no information provided. Device 3: no information provided. Was the clear fill port cap secured on the top of the device? Device 1: appeared to be. Device 2: appeared to be. Device 3: no information provided. Was the blue winged cap secured to the luer at the end of the tubing? Device 1: n/a, this was identified at device disconnect, with origin of leak reported as ¿the connection point between the infuser and the texium¿. Device 2: no information provided. Device 3: no information provided. Does the rubber bladder / reservoir appear to be damaged or broken? Device 1: nil noted. Device 2: nil noted. Device 3: no information provided. If identified during use, was the device exposed to water when the patient took a shower or bath? Device 1: unknown. Device 2: unknown. Device 3: no information provided. Is there evidence a sharp object was used to open the packaging? Device 1: unknown. Device 2: unknown. Device 3: no information provided. Was there any damage observed to the product packaging, or the carton the product was received in? Device 1: nil noted. Device 2: nil noted. Device 3: no information provided. Notes for device 1: visit to patient for chemo disconnect. Baxter pump empty. Blood backflow from gripper tubing through to the texium. Blood leaking from connection between texium and baxter tubing connection. Patient was unaware the leak. Nil evidence that chemo had leaked from the connection. All connections secure and had been reinforced with tegaderm. Port flushed with 20ml n/s as per cvad policy. Gripper needle removed. Nil oedema or erythema at needle insertion site. Patient advised that this writer will be advising cancer centre staff of leaking connection in case further follow up is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.